Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Via ansm report (B)(4), healthcare professional (hcp) reported that a patient experienced "cutaneous and subcutaneous infection with multiple facial abscesses in the face" after injection with juvéderm® volux¿.